Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 45 mg/dl that occurred in the morning after waking and improved to 56 mg/dl within approximately 10 minutes; the user had started the ilet the prior day and treated the event with a glass of chocolate milk. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient interruption of normal activities due to the low. Investigation included complaint handling review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the event occurred during early adaptation while the system learns insulin needs. It was concluded that the cause of the hypoglycemia was unclear and that the device appeared to function as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.